Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead had an atrio ventricular (av) node ablation performed and it was noted that the ablation equipment was in contact with the distal coil. Subsequently, there was loss of rv capture at maximal outputs. It was noted that other lead measurements were within normal ranges and the lead appeared to be in a good position via fluoroscopy. Boston scientific technical services (ts) discussed reasons for the loss of capture and recommended troubleshooting options. Additional information was provided that a lead revision was performed. The physician tugged slightly on the lead, causing the lead to fall out, thus it was suspected that the lead had dislodged during the av node ablation procedure due to the ablation catheter manipulation. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.